Event description:
Boston scientific received information that during a routine device check, the right ventricular (rv) lead exhibited impedance measurements greater than 2000 ohms. Noise was produced with patient movement. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.